Event description:
A ventilator was evaluated by a third-party service engineer for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's software was upgraded to address the issue.

Manufacturer narrative:
H3 other text : third-party.